Manufacturer narrative:
Additional information: d10, h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. A simulated treatment pre-ast (15 min)-test treatment was performed and completed without failures. No fluid leaks in the test cassette during the simulated treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. Based on the available information, the liberty select cycler/liberty cycler set cannot be excluded as causal/contributory factor. The patient reportedly experienced a fluid leak after experiencing a ¿m31 air detected in cassette warning¿ during pd treatment which can breach the sterility of the pd pathway and is a known risk factor for peritonitis. Currently, it is unknown what caused the ¿m31 air detected in cassette warning¿ and subsequent fluid leak. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2020 for peritonitis. During hospitalization, the patient¿s pd culture yielded an elevated white blood cell (wbc) of 1787. Reportedly, the patient was treated with a combination of intravenous (IV) zosyn, cefepime and gentamycin (unknown dose). Additionally, the patient had the pd catheter removed (on (B)(6) 2020) and was subsequently transitioned to hemodialysis in the hospital. On (B)(6) 2020, the patient was discharged. The nurse was unable to identify the cause of the peritonitis infection.